Event description:
It was reported that during an implant attempt, the helix on the lead could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. Analysis determined the lead had been damaged at implant and the lead had been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. It was also noted there was blood in/on the helix/lobe mechanism.